Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the central control monitor (ccm) froze. The device was not changed out, as the perfusionist continued to use the ccm for the remainder of the case. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.